Event description:
When using mako, the screw slipped and buried itself deep in the anterior pelvic musculature when placing the pelvic checkpoint above the acetabulum. The skin incision was increased and the muscle layer was probably also injured.